Event description:
It was reported that guidewire tip detachment occurred. The patient underwent urinary diversion catheter (udc) exchange procedure. The target lesion was located in the non- calcified and mildly tortuous kidney vessel. A st/035/145 amplatz super stiff guidewire was placed, and the physician completed the exchange. However, during removal of the wire, it proceeded to unravel starting at the tip. The physician then noticed the distal tip came apart. The device was simply removed and the procedure was completed. No patient complications were reported.